Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having inaccurate readings with the sensor and was experiencing low blood glucose at the time of call. The customer's blood glucose was 40 mg/dl. Troubleshooting was performed for sensor. The insulin pump will not be returned for analysis.